Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2009) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4, d.6a, d.6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges per short form that the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges the patient underwent revision surgery on (B)(6) 2013. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2009 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug. Per op notes, "a large perfix plug was placed to the inguinal ligament using prolene sutures." On (B)(6) 2013 - patient was diagnosed with recurrent left sided inguinoscrotal hernia thereby underwent repair with removal of mesh. Per op notes, "sac was densely adherent to the mesh plug, extensive scarring around spermatic vessels. There was a mesh, which appears to have folded and retracted to one side. The mesh was removed and a synthetic mesh was placed."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges per short form that the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges the patient underwent revision surgery on (B)(6) 2013. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges the patient experienced emotional distress and the device was defective.